Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer is calling back after receiving a new battery cap. Customer was unable to address a unexpected restart due to blank screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.